Event description:
The hosp reported that during a coronary artery bypass procedure, five heartstring iii malfunctioned. One failed to load and the remaining four failed to deploy. Replacement units were used to complete the procedures. The hosp did not report any pt effects. Maquet cardiovascular anticipates return of the product in question. Refer to MFR report #'s 2242352-2011-01651, 2242352-2011-01652, 2242352-2011-01653 and 2242352-2011-01654.

Manufacturer narrative:
Method - the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).